Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via right femoral approach. The vascular anatomy was moderately tortuous and severely stenosed with well distributed calcium. A 14f isleeve introducer sheath was placed a 23mm non-boston scientific (bsc) balloon catheter was advanced and inflated. During withdrawal of the non-bsc balloon catheter, negative pressure was not applied to the 23mm non-bsc balloon catheter. The 23mm non-bsc balloon catheter caught initially on the tip of the 14f isleeve introducer sheath and then inside the middle of the 14f isleeve introducer sheath, and caused an accordion effect in the 14f isleeve introducer sheath which caused a vessel dissection. The physician attempted to push the non-bsc balloon catheter a bit and removed the non-bsc balloon catheter and 14f isleeve introducer sheath together. The 14f isleeve introducer sheath was removed with more resistance that usual due to the accordion effect. An unknown manfacturer's stent was implanted to treat the dissection. No patient complications were reported. The patient has fully recovered.